Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with an unknown aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 17 years due to regurgitation. The patient presented with sob and chest pain. The procedure was performed with a 26mm transcatheter valve successfully.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with an unknown aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 26mm transcatheter valve successfully.